Manufacturer narrative:
The investigation of the complaint has been completed. It is based on laboratory tests of the returned control printed circuit board (pcb) and evaluation of the received logs. Our field service engineer (fse) confirmed the technical error message on the customer's site. The issue got resolved by replacing the control pcb. The ventilator was returned for clinical use after passing all functional and safety tests. The returned control pcb was visually inspected, no defects were found. It was installed in a reference ventilator for simulated use testing. Pre-use check passed and ventilation was performed without any issue. The reported issue was not reproduced. An evaluation of the device logs confirms the reported technical error code. Two technical error codes are tied to the underlying defect, one appears during startup and one appears during ventilation. If the defect appears during patient treatment, ventilation will stop and the user will be notified by a generated high priority alarm and the corresponding technical error code. If the failure appears during startup, a technical alarm will be generated and ventilation cannot be started.

Event description:
(B)(4).

Event description:
It was reported that during the system start-up, technical error occurred. There was no patient involvement. (B)(4).